Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. The reported problem could not be identified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was noted to be outside of the minicap and was without iodine. The event occurred during set up. There was no patient injury or medical intervention associated with this event. No additional information is available.